Event description:
It was reported that cartridge alarm 30 occurred during load process and caller had experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, while technical support confirmed pump was in warranty, arranged shipment of replacement pump, and provided instructions for placing old pump in storage mode, returning it within 10 days, and setting up and connecting replacement pump, which caller understood and acknowledged.